Event description:
The pump was returned for investigation. Investigation revealed a dim and discolored display screen. There was no reported adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2013.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: investigation revealed a dim and discolored display screen. Unrelated to the complaint, a review of the black box history indicated data from (B)(4) 2013 to (B)(4) 2013. The pump¿s time date and time was set correctly at the start of the investigation. The rewind, prime and load steps were successfully performed with no alarms. The pump was exercised for 24 hours on a 1 unit per hour basal rate. The battery was removed for 6 hours and reinserted, the pump's time and date was found to reset to factory settings. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.